Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Additional attempts have been made to obtain additional information and the return of the device for evaluation. Should new information become available, a supplemental will be sent. (B)(4).

Event description:
According to the reporter: needle broke off in patient and was unable to be recovered during a hysterectomy. An x-ray was performed and identified that the needle was in the patient after closure. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle and the misaligned flat pin. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition associated with interference between an internal handle component and the green toggle lever was noted. This interference may influence the tactile feel of the device when toggling, loading the device, and unloading the needle from the device, although the device is able to function properly in accordance with the instructions for use accompanied with each product shipment. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with history of prior endometrial ablation, was noted to have hematometra, severe dysmenorrhea, and irregular bleeding. At the time of surgery, patient had omentum adherent to fundus of the uterus, the adnexa as well as the posterior abdominal wall above the uterus and bladder. Patient had sigmoid colon adherent to her left corneal region of the uterus in which that showed that the bowel was slightly turned due to this adhesion and once that was freed up the bowel wall through filmy adhesions and the bladder was adherent to the posterior pubic ramus and this was extended from each round ligament. The surgery consisted of total laparoscopic hysterectomy, bilateral salpingectomy, extensive lysis of adhesions, resection of posterior vaginal cuff. The device with the suture was used during closing. The vaginal cuff was closed with the suture. While placing the needle through the posterior vaginal cuff, and with axis traction on the device, the needle fractured. The suture came off, half a needle remained within the device the other half was lost. The immediate pelvic vicinity was searched and the cul-de-sac and on the adjacent structures and could not find any fragment of the needle. After an exhaustive search, a 2x1 cm portion of the vagina posteriorly where that stitch